Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the healthcare provider observed different values in the blood glucose meter than the values being displayed on the pump in the bolus menu. There was no reported impact to blood glucose. Multiple attempts were made to obtain additional information; however, the customer did not respond.